Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratches on the display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The blood glucose reading was 76 mg/dl. The customer stated that the keypad was unresponsive. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.